Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high, out of range pacing impedance measurements and loss of capture. There was no asystole. Lead body damage was suspected, but not verified. An invasive procedure was performed to cap the lead. No adverse patient effects were reported.

Event description:
Additional information was received indicating that lead damage was confirmed with the use of fluoroscopy. No adverse patient effects were reported.